Event description:
The device reportedly could not be sufficiently recessed at the time of surgery due to the pt's thin skull bone. Since august 2002, the pt's device has been gradually migrating. In november 2002, a more significant shift was noted. Device repositioning surgery was performed. During repositioning surgery, it was discovered that the electrode lead was severely kinked. After the device was repositioned, the crimp in the electrode lead remained. The surgeon expressed concern about electrode performance. The center will monitor the pt's progress with the device.